Event description:
A report was received per social media that the patient was experiencing more pain at the pocket site. It was noted that the patient developed a big knot on the lower back and could not lay back or down without pain from the implant. It might be a scar tissue as reported by the patient. No further information could be obtained.